Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was experiencing intermittent stimulation due to low battery. Interrogation of the device reported the battery would sometimes read low and other times okay. Performed longevity calculation to estimates ins battery life, .045v/450pw/50hz. Therapy impedance 955ohms, 2 anodes and 2 cathodes. The physician replaced the battery and MFR rep reported getting (???) Marks in the results. The test was re-run using a higher default setting and impedances were >4000 ohms on some bipolar pairs. The physician wiped down the connections without success. Physician decided to wait and retest pt later. MFR rep reports the pt experienced a shocking sensation in the pocket during diagnostic testing prior to ins replacement. Pt was not programmed case positive but this most likely occurred during impedance testing with the case configurations. Add'l info has been requested and if received, a follow up report will be sent.